Event description:
During a routine pt follow-up while attempting to interrogate the ICD, the error message "crystal failure" appeared on programmer screen and real time measurements showed a pacing impedance of less than 100 ohms. Surgery was performed on 8/28/96, to explant the ICD. At that time, the impedance measurements read greater than 2000 ohms and r waves stated "paced rhythm". The ICD was programmed to pace the pt at 50 bpm but no pacer artifact was seen on the electrograms. The chronic lead showed r waves of 12 millivolts and a lead impedance of 480 ohms.